Event description:
It was reported that the patient was falling more than they used to while the stimulation was turned on. The reporter noted that the patient recently got a new alert system and since that time had noticed that the patient was falling more. It was noted the reporter wanted to know if the alert system could be causing interference. It was further reported that the patient had been falling more frequently in the prior 10 days. No cause of the issue was determined and the issue was not yet resolved. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).